Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 459 mg/dl due to the auto off alarm. Customer treated and her blood glucose level was now at over 100 mg/dl. Customer will leave it at 12 hours. Customer will press a button before going to bed so the alarm will not occur. No further assistance needed.